Manufacturer narrative:
In use at the time of the event: cgm model: g7. Mobile os: ios / ios_iphone 14 plus / 2.9.1 / ios 26.1.

Event description:
It was reported that a cartridge change error occurred. There was no adverse impact to the customer¿s blood glucose level. Ultimately, the customer was able to load the cartridge successfully and resume insulin delivery.